Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. It was reported the abbott care team called a patient who stated their ipg had been explanted and replaced. The patient stated that the device became uncomfortable so the ipg pocket was moved when the device was replaced due to becoming inoperable (per-(B)(4)). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced discomfort at the ipg site. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced to address the issue.